Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation, therefore, no physical investigation could be conducted. Based on the investigation conducted, in the absence of the returned sample, the actual root cause could not be determined, therefore, the complaint cannot be confirmed. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed.

Event description:
The balloon of the catheter burst the first time with a ch 16 catheter. A ch 18 catheter was inserted the same day and the balloon burst. The balloon was filled in with 10 ml of water as per IFU. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon of the catheter burst the first time with a ch 16 catheter. A ch 18 catheter was inserted the same day and the balloon burst. The balloon was filled in with 10 ml of water as per IFU. The patient's condition was reported as fine.